Event description:
It is reported that during a procedure in 2008, the surgeon impacted the taper plug into the tibial base plate that was then fully covered with bone cement and impacted into the patient. Once the implant was seated, the set screw for the 17mm poly was inserted but did not catch on the threads of the taper plug. At this time, the surgeon used a fraser tip suction device to cleanse the internal cavity of the tibial to inspect the threads, but may have loosened the taper plug at this moment from the base plate thus causing the screw to not fully seat. A post-op x-ray was taken to confirm that the plug had been dislodged from the tibia. At this point, the surgeon elected to close the wound to complete the surgery without removing the well fixed tibial component and fixing the dislodged taper.

Manufacturer narrative:
X-ray shows the detached taper plug sitting down in the im canal. It is possible that the taper plug was not properly impacted/seated to the tibia plate, and upon impaction, while putting the tibial plate onto the bone, it loosened and got detached from the tibia plate. However, the cause of the problem could not be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.